Manufacturer narrative:
Philips service reinstalled the software and calibrated the x-ray tube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to provide x-rays due to software and calibration issues on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.